Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) alleging inaccurate readings high readings on her one touch verio iq meter compared to the lab. The patient obtained a result of 5.9 mmol/l on her verio iq meter and the lab result was 4.0mmol/l. Readings were done less than 10 minutes from one another. The patient denied exhibiting any symptoms or receiving any medical attention due to the alleged issue. The technique of applying the blood on the test strip was correct. The test strips were in good condition and not expired. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms or receiving any medical attention. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510 (k) # is k093745.